Event description:
The customer states, that falsely elevated results were generated for one patient sample using architect c8000 phenytoin assay. No suspect results were reported from the lab. The customer states, that in 2007, at 15:58 hrs, the sample from this patient read 72, 81, and 106 umol/l. At 17:20 hrs, the sample read 69, 69, 69, 67 and 67 umol/l. At 22:36 hrs, the sample read 77, 79, 77, 78, and 80 umol/l. The following day, the patient generated a result of 72 umol/l. At 09:27 hrs a result of 95 umol/l was generated. At 11:57 hrs, one sample generated results of 77, 81, 79 and 95 umol/l. The customer states, that the phenytoin assay is the only assay with this precision issue. Controls have remained within specifications. There is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. A final report will be submitted at the conclusion of an investigation.